Event description:
A male pt underwent aaa repair. The pt's anatomical form was not suitable for endovascular repair. (The length of the proximal neck was approx 9mm. The diameter of the both access vessels was around 5mm). After placing main body and two iliac legs, and angiography revealed that the ipsilateral limb was stenosed (1820334-2010-00021). In order to treat the stenosis, the physician additionally placed an iliac leg graft. After placing that, it was confirmed that the stenosis was resolved, but the left internal iliac artery was found to be occluded because the contralateral iliac leg covered the orifice (1820334-2010-00020). The physician finished the procedure without any additional treatment for the occlusion of the left internal iliac artery because no endoleak was confirmed. The pt's condition had no problem after the procedure.

Manufacturer narrative:
This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states that; "inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The IFU also states, "the zenith aaa endovascular graft with the h&l-b one-shot introductions system and ancillary components is indicated for the endovascular treatment of pts with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems, non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm, with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18 mm, with angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). The failure mode assigned to this case is lumen, obstructed. This failure mode was determined based on the provided event description supplied by another country's MFR. Additionally, the device was used outside the indications for use in multiple ways. It appears that the left iliac leg was placed low or an incorrect length iliac leg graft was used, leading to the occlusion of the left internal iliac artery. It also appears the pt's morphology was not suitable for endovascular repair with a zenith device because the access vessel was too small for the device, and the proximal neck length was less than the minimum indicated length of 15 mm. Images of the case were not returned for investigation, nor was additional info regarding anatomical conditions leading to the occlusion. A definitive root cause can not be determined or reported at this time. However, the size and placement of the graft deployed in the pt may have been a contributing factor to the occlusion. We will continue to monitor for similar complaints.